Event description:
It was reported that the procedure was to treat a narrow left main artery. A 4.0 x 8 mm xience prime stent was deployed. The stent delivery system was being used for post-dilatation when the balloon could not be deflated. The entire system was removed as a single unit. The procedure was completed at this time. There was no significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation issue and the reported difficulty to remove the device were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue or difficult to remove from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following additional information was received stating resistance was felt during removal of the balloon since the balloon could not be fully deflated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.